Event description:
It was reported that following a motor vehicle accident the patient had to charge daily. It was noted the patient used to charge every three to four days. It was reported the recharge frequency matched the patient¿s settings. It was noted the patient was trained and able to demonstrate effective recharging. It was reported no malfunctions were seen and the cause of issue was not determined. It was noted a replacement might possibly be planned. It was reported the patient was still charging daily. It was reported the patient underwent stimulator replacement due to the motor vehicle accident. It was noted the patient recovered without sequela.

Manufacturer narrative:
Analysis of internal neurostimulator s/n (B)(4) found no significant anomaly.

Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3888-33, lot# v238362, implanted: (B)(6) 2012, product type: lead. Product ID: 3888-33, lot# va00p29, implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).